Manufacturer narrative:
Corrected e3. A review of the manufacturing records showed all requirements were met. Evaluation of the datacard found no issues with the system and handpiece. Evaluation of the treatment tip found no issues. Based on the available information, burns, blisters, and scabbing are known possible adverse patient reactions to thermage treatment.

Manufacturer narrative:
Additional information has been requested, but not received. Treatment tip was returned and evaluated. The tip passed all testing, no product issue was found. A review of device history logs are in progress. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
A physician's office reported that post thermage treatment, a patient developed a burn. No additional information was provided. Available images were reviewed. A black dot is visible on the left cheek and erythema on the left face near ear.